Event description:
The user facility reported a 63-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. It was reported when first attempting to place the impella cp, the right femoral artery was totally occluded and the impella cp could not be placed. The perclose sutures and impella sheath and dilator had already been placed and had to be removed. The impella cp was then successfully placed through the left femoral artery.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records